Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who is implanted with a neurostimulator. It was reported that the patient had a stimulator, but they did not have their patient programmer with them to turn the implantable neurostimulator off for an MRI because the implantable neurostimulator was not working. The patient proceeded to have an MRI and reported shocking while in the MRI machine. Once the patient was removed from the machine, the shocking subsided. The MRI technician had consulted their health care professional about this issue, and their health care professional had indicated that the patient had been non-compliant about going to see their health care professional. No further information about this event was noted besides that the event occurred during the summer, approximately 1 year prior to the report or maybe 2018. There were no further complications reported.